Event description:
It was reported that customer planned to stop using pump and switch to multiple daily injections while waiting for replacement, and that pump did not have most recent software. There was no reported impact to the customer¿s blood glucose level. Customer was instructed to place pump in storage mode, return problematic pump to tandem within 10 days using provided shipping materials, and then program settings and reconnect continuous glucose monitor on replacement pump, and a replacement pump was sent under warranty.